Manufacturer narrative:
The associated insert was returned and evaluated. Our investigation included a visual inspection of the device which shows surface marks around the locking area. Review of complaint history for the listed part/lot revealed no prior complaints for this part/lot. A dimensional inspection was attempted; however damage/deformation at several features of the device would not allow for accurate measurement. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
.

Event description:
It was reported the device would not seat into the tibial tray. There was not a backup device at the facility, surgery was delayed while waiting for another to be delivered.